Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to a missing retainer. The device had a missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, cracked keypad overlay at select button, peeling keypad overlay, fading serial number label, and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump clear plastic ring around the reservoir compartment has come off. Also, noticed there is a significant crack on the back of pump. The customer was advised the pump will be replaced. Customer's blood glucose was 7mmol/l.